Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: this c1 - sn 38857 went into safety ventilation on 7/30/23 at 1300 hours and the tf codes were 346040, 346054, 346041, and 385002. Patient was not harmed and ventilator was switched out. Patient was not on any treatments - I did redress and run it through leak and flow sensor tests - it did pass both. No patient harm.

Event description:
The following was reported to hamilton medical ag: this c1 - sn (B)(6) went into safety ventilation on 7/30/23 at 1300 hours and the tf codes were 346040, 346054, 346041, and 385002. Patient was not harmed and ventilator was switched out. Patient was not on any treatments - I did redress and run it through leak and flow sensor tests - it did pass both. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. During ventilation the ventilator went into safety mode and alarmed with respective tfs. During safety mode, the ventilation is not interrupted but the device must be either re-started or exchanged. The patient could be transferred to a different ventilator in a planned manner and the device alarms consequently about the safety mode. In the present case, the patient was bagged and exchanged to another device. Never the less, the event did not cause or contributed to a death or serious injury. The root cause of the event was deemed to be a software issue.